Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an episode of high ventricular rate (hvr) and no visible atrial activity. The hvr episode was caused by atrial fibrillation with rapid ventricular response, which was not seen due to atrial under-sensing. Programming changes were discussed; no intervention was reported. There were no patient consequences.